Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a patient with end-stage renal disease underwent av dialysis graft placement in the left arm in a loop configuration and a gore&#59400;hybrid vascular graft was used. The procedure was described as axillary vein/brachial artery-implanted over the wire. Post-dilation balloon was used. On (B)(6) 2016, the patient was admitted to the hospital with a diagnosis of an infected av graft. According to the facility, the graft was cannulated and used prior to graft infection, and the infection is considered device related. The cause of the infection was not reported to gore. The device was discarded and is not available for evaluation. On (B)(6) 2016, the av graft was explanted. There were no complications or adverse events during the revision to the circuit. On (B)(6) 2016, the patient was discharged.

Manufacturer narrative:
After further consultation, it was determined that this event is not reportable, as the infection occurred post-cannulation.